Event description:
A malfunction with code malf 3 was reported, leading to the shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, while technical support arranged for a replacement pump to be shipped. The customer was instructed on the return process for the malfunctioning pump.